Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported a possible malfunction for the autopulse nxt platform (sn (B)(6) during use on a 220-240 lb. Female patient in her 50s. While the patient was in the back of the ambulance, the fully charged autopulse nxt li-ion battery (sn unknown) died after 15 minutes of compressions. The dead battery was swapped for a charged battery. After approximately 30 seconds of compressions the platform stopped working without warning. The yellow triangle indicator led was flashing. The customer tried to troubleshoot by turning the platform on and off. The platform worked for a brief period of time, then stopped again. Manual CPR was performed for 5-10 minutes until arrival at the hospital, during which the platform was powered on and off three times. Once at the hospital, the platform was turned back on, and it performed well for 10-15 minutes until termination of resuscitation. Per the customer, there is cause for a possible overheat or even a faulty battery. No impact or consequence to the patient.

Manufacturer narrative:
The complaint that the autopulse nxt platform (sn (B)(6)) stopped compressions was confirmed based on the archive review but not during functional testing. According to the archive, fault code 1160 (fault_vpack_low_batt_volt) and fault code 1290 (fault_analog_motor_over_temp) were observed around the event date. However, during testing, the platform performed as intended without faults or errors. Based on the archive log review, the platform was used for a treatment session that lasted 17 minutes and 20 seconds on (B)(6). During this session, 1,386 compressions were delivered to a hard, stiff patient. This date is likely when the issue occurred. The session concluded due to low battery voltage, as indicated by fault code (fc) 1160. Following this, an alert 120 warning for motor temperature was triggered, and the battery was subsequently removed. A fully charged battery was inserted, and the platform was prepared for another treatment session. This session lasted for 3 minutes when the motor temperature exceeded its thermal limit of 110°c, triggering fc 1290. As a result, the compression process stopped, and a yellow alert triangle indicator was illuminated. The user tried to power the platform off and on in an attempt to resume operation. The platform was able to perform a few compressions, but it quickly stopped again because the motor temperature rose above the thermal limit of 110°c, preventing any further operation. After a few minutes of idling, the platform powers on and resumes compression for another ten minutes without any issues, before being powered off by the user. The high-temperature limit may have been reached because the platform required additional energy to deliver compressions, possibly due to patient characteristics such as larger body size. This increased energy demand could have led to elevated motor heat, ultimately exceeding the thermal limit. The autopulse nxt platform passed the preliminary functional test without any fault or error. The platform was tested using the mztf (medium zoll test fixture) with no faults or errors detected. The autopulse functioned appropriately and performed as intended. The customer reported complaint was not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.